Event description:
A customer reported experiencing occlusion alarms. There was no adverse impact on the customer's blood glucose level. No additional information was received regarding the outcome of the event, and no follow-up was requested by the customer.